Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain. False empty detect and use error. Initial drain alarm setting inappropriately programmed. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated woke up having difficulty breathing in dwell 1 of 4. The technical service representative (tsr) had the hp press stop and down arrow to manual drain and press enter. The hp drained 4375ml. The hp performed a manual exchange of 2l 4.25% solution at 4:30pm this day and got back on the hc at 7:30pm and went to sleep. The hp drained 671ml in the initial drain, initial drain alarm setting 250ml. The tsr reviewed the programming: continuous cycling peritoneal dialysis / intermittent peritoneal dialysis, fill volume 2.4l, last fill volume 500ml, dextrose same. The tsr would swap hc. The tsr advised the hp to call the registered nurse (rn) about the symptoms of increased intra-peritoneal volume (iipv). The tsr explained to the hp when she does a manual exchange and gets on the hc to monitor the initial drain amount. The hp understood and would follow up with the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria. On (B)(4) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of difficulty breathing. The pdn stated was aware of the event and discussed changing the initial drain alarm setting. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.